Event description:
On (B)(6) 2025, the user reported that their ilet device had a cracked screen. The user was unsure how the damage occurred. Blood glucose was not affected, and no symptoms or medical intervention were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.